Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient had been to the hospital for high blood glucose (bg) levels. Patient¿s blood glucose exceeded 800 mg/dl while wearing the pod on the infusion site (back of arm). When the patient was hospitalized it was determined that the pod cannula was not inserted into the skin; was unsure if cannula was properly seated. Patient's treatment included insulin drip and had a manual injection or two. The patient thought patient was having a heart attack but the hospital checked and determined that patient was not but patient¿s heart rate was 284 beats per minute (bpm). Patient was feeling out of breath in the morning and did not think to check bg levels. Patient discarded the pod so device is not available for return.